Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported an "over current" message was displayed on central pump control monitor (ccm) without cause and roller pump stopped. Soon after that, the pump would start up again without loosing occlusion. They used pump with two tubes, both tubes were 1/4". There were no reported adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complain is related to MDR #1828100-2013-00222. Per the subsidiary manufacturing engineering center (mec), during continuous operating test (24hr), we could not confirm the reported issue.